Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the rupture reported initially, ptosis was also noted. Also, the operative report indicated that the right implant was the one that ruptured. However, on (B)(6) 2019 mentor received a ruptured implant labeled left. Mentor has populated the right sided serial number, as it is unclear whether the ruptured device was the left, as initially reported, or the right, which is what was indicated in the operative report. The serial number of the impacted product is either (B)(4) or (B)(4) (reported initially). If additional clarification is received, then a supplemental report will be submitted. When the devices were explanted, the right device was replaced with a 350cc mentor memorygel breast implant, and the left device was replaced with a 325cc mentor memorygel breast implant. The investigation of the returned device was completed by the failure analysis lab on 6/24/2019. Device evaluation summary: according with the information reported the patient experienced a rupture and anisomastia with the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. During analysis of the sample, it was found ruptured and received incomplete in two parts. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog #3503001bc, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced left sided rupture post procedure. The rupture was diagnosed through computed tomography. As a result, the device was explanted on (B)(6) 2019.